Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice (hc) machine. This event occurred during the initial drain while the patient was connected. During troubleshooting, it was found that the patient disconnected from the set without using the proper disconnect procedure and later reconnected without using aseptic technique. The technical services representative assisted the patient in clearing the alarm. It was stated that the patient will complete therapy using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Use error - patient disconnected from set is a known cause of this alarm. Use errors and proper user instructions are addressed in the ¿homechoice and homechoice pro apd systems at-home guide¿ which is shipped with every homechoice device. (This guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure). If additional relevant information is obtained, then a follow-up MDR will be submitted.